Event description:
It was reported that, "dr (B)(6) was having difficulty advancing a 12 mm va sd screw from the aviator set into a 14 mm plate. Upon insp, the locking "wing" was being pushed down into the screw hole with the screw rather than advancing past the locking mechanism as usual. The wing actually bent and would not allow the screw to go further."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.